Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy if implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling and prior to insertion, when the plunger was pushed forward, the preloaded intraocular lens (iol) haptic abnormally twisted. There was no patient contact with the device. No further information was provided.